Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated by the zoll medical corporation. The reported malfunction was not duplicated or confirmed. The device was subjected to extensive troubleshooting which included bench handling, defib functional stress testing without observing the customer report. Review of device's history logs indicates seven shock advised prompts of which the device delivered shock on four occasions and disarmed internally the other 3. Internal discharge occurs by design when a charge is held for approximately 60 seconds. The logs cannot confirm if the shock button was pressed by the end user before the device internally discharged. The front enclosure of the device was replaced proactively. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.